Event description:
It was initially reported that the patient lead was protruding when she turns her head. The patient reported that she does have a small frame but seems to be protruding more over the last several months. There was no pain associated with the protrusion. The patient went to see the surgeon and surgery was scheduled. The surgeon removed one of the tie-downs securing the strain relief of the lead and replaced the generator. Follow-up with the neurologist indicated that the patient has not been seen since 2009. Follow-up with the surgeon indicated that they would not be providing any information. Good faith attempts for more information and product return have been unsuccessful to date.